Manufacturer narrative:
The reported event of over sensing noise was confirmed. As received, a partial lead (only connector portion) was returned in one piece. Visual inspection found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Event description:
It was reported the patient presented with the atrial lead exhibited noise. The atrial lead was explanted and replaced. The patient was in stable condition.